Event description:
A nurse reported that the patient's meter would not power on and the patient had to use a backup (non lfs meter) to test their bg. Meter would not power on when a test strip was inserted. Power issue was resolved with ccr over the phone. Nurse also reported that the lcd screen was foggy. Replaced the meter due to lcd screen being foggy. There was no serious injury or adverse event. No further information has been reported.